Event description:
(3/6, reference (B)(4) for related complaints) (documenting administration set 3). Per email notification: it was reported that the product was "defective." It was reported that medication was not flowing through tubing but pump indicated it was flowing.